Event description:
It was reported that the patient had an infection from their implantable cardioverter defibrillator (ICD), right ventricular (rv), and right atrial (ra) lead. During procedure to remove the system, the patient became hypotensive and a transesophageal echocardiogram discovered they had pericardial effusion. Drainage was performed to resolve the effusion. The patient had to be resuscitated with blood. The ICD, rv, and ra lead were all explanted. The patient was stable post procedure.

Manufacturer narrative:
The lead was returned due to infection and pericardial effusion. As received, a partial lead was returned in three pieces for analysis. Visual inspection of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts however the right ventricular cable conductors were damaged and separated consistent with procedural damage in the distal portion. The helix mechanism and extension length test and tip stiffness test could not be performed due to as received condition of the lead. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No other anomalies were found.